Manufacturer narrative:
1. The customer returned 2 photos, no defective sample. The photos show that the sku is383055, the batch code is 3080100. 2. DHR/bhr review(lot#3080100): 1)this batch of products were assembled at intima ii auto line 4 in may 2023, and packaged at cfs package line in may 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. Sku#383055 is a product with y pp connector, which has never been declared to be used for high-pressure injection. 4. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch, no leakage is found, and no abnormality is found on the septum. Please refer to the attached test report. Conclusion(s): no abnormality is found on process and retained sample, and the returned photos show the sku and batch code of the complained sample. As the product of this sku has never been declared to be used for high-pressure injection, so the root cause of the septum dislodgement may be related to the wrong use of the product.

Event description:
Customer provided the following informaiton "1) what was the pressure setting on the powered injector used? - it's about 300psi, and that's when this hospital uses coronary angiography, and coronary angiography has higher pressures than other lung and abdominal angiography in cancer patients 2) was there any delay in treatment of the patient because of this event? - not sure 3) any patient impact?" - yes, the septum was ruptured, and there was exposure of blood 4.sample - sample picture refer to attachment no additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 18gax1.16in prn ec slm npvc leaked the following information was provided by the initial reporter: prior to the (B)(6) 2024 CT contrast subgraphic examination, a successful puncture was pushed with a high-pressure syringe, and then during the CT examination the indwelling needle developed a dislodged plug and the contrast agent spilled out. This type of indwelling needle has been the subject of similar problems on several occasions.